Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka on (B)(6) 2021, patient had a fall and fractured the patella bone. A revision surgery was performed on (B)(6) 2022 to revised a gii oval resurfacing pat 32mm. Implant was not loose but was revised due to the uncertainty of the fixation post fracture. Patient outcome is unknown.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patella revision was performed approximately 6.5 months post implantation due to the ¿patient had a fall and fractured her patella bone¿. Reportedly, the ¿implant was not loose on investigation, but was revised due to the uncertainty of the fixation post fracture¿. It was communicated that the requested clinical documentation was not available. Without the requested documentation, the root cause of the reported event could not be further assessed; however, it was reported that the root cause was the fall and fractured patella. Patient impact beyond the reported traumatic event and subsequent revision of the patellar component ¿due to uncertainty of the fixation post-fracture¿ could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that damage as a result of trauma has been identified as a warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patella revision was performed approximately 6.5 months post implantation due to the ¿patient had a fall and fractured her patella bone¿. Reportedly, the ¿implant was not loose on investigation, but was revised due to the uncertainty of the fixation post fracture¿. It was communicated that the requested clinical documentation was not available. Without the requested documentation, the root cause of the reported event could not be further assessed; however, it was reported that the root cause was the fall and fractured patella. Patient impact beyond the reported traumatic event and subsequent revision of the patellar component ¿due to uncertainty of the fixation post-fracture¿ could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that damage as a result of trauma has been identified as a warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).